Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm and multiple pump error alarms. Customer was able to successfully clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed displacement test, active current test, and self test. Pump fails sleep current test. No unexpected alarms/alerts noted during testing. No battery failed alarms during testing. Successfully downloaded history files and traces using thump. Confirmed the following alarms/alerts in downloaded history/trace files : pump error 63 on 02/26/2022 with start time 17:54:23.000 with variable 12, pump error 4 on 02/26/2022 at start time 17:54:23.000. The following power loss alarms/alerts were noted on event date: low battery alert [104] on 02/26/2022 at start time 17:55:00.000, battery failed alarm [58] on 02/26/2022 at start time 17:54:23.000. Low battery alert was expected. Detailed trace does not cover event date, unable to determine if battery failed alarm was expected. Swapping out test boards confirms high sleep current isolated to pcba 2. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.¿the following were noted during visual inspection: pillowing keypad overlay. Failed battery alarm not confirmed during testing. Pump error 4 and pump error 63 due to hardware error, isolated to electronic stack. High sleep current isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.